Event description:
Following a catheterization procedure an angio-seal device was placed, with hemostasis immediately achieved. The pt was discharged, however he experienced bleeding at the site 3 hours after deployment. The pt went to his primary care physician. Surgical repair of the artery was performed on 2/5 or 2/6/1998. During the repair, the surgeon cut the angio-seal suture between the vessel and collagen, which allowd the anchor to subsequently dislodge and follow the normal path of blood flow. Two days later the pt presented with a vessel occlusion. The pt returned to the or, where the anchor was found in the popliteal artery. The anchor was removed. The pt was discharged.